Event description:
PICC was placed and part of the preloaded stylet was left in the pt. At time of call the pt was in surgery to remove stylet. Length of stylet left in pt was approx 1 and 1 1/2 inches. Add'l info: the wire migrated during insertion, and was removed from the pt with a snare procedure. There has been no long term injury to the pt.

Manufacturer narrative:
The complaint of a break in the tls stylet was confirmed, but the cause remains unk. The product returned for eval was tls stylet. Dark red residual material was observed throughout the sample. The distal tip of the stylet contained two complete breaks. The proximal (primary) segment measured approx 27.6", the middle segment was approx 1.3" in length, and the distal segment measured approx 0.4". The fracture region of the proximal, and one of the middle fracture regions, had a kinked/hooked appearance. A kink in the polyimide tubing was also observed approx 0.7" from the break site of the proximal segment. Microscopic examination revealed broken magnets at both break sites. Kinking, with varying degrees of severity, was observed at each of the magnet junctions starting at 0.8" from the proximal break site to inspect the cross-sectional area of the tubing. No anomalies were observed in the cross-sectional structure. It is possible that the broken magnets contributed to the polyimide tubing break, however the cause of the broken magnets remains unk. This type of damage may occur when the stylet is forced through a tortuous path, or excessive force is used to remove the stylet. The IFU advises, "never use force to remove the stylet. Resistance may damage the catheter. If resistance or bunching of the catheter is observed, stop stylet withdrawal and allow the catheter to return to normal shape. Withdraw both the catheter and stylet together approx 2cm and reattempt stylet removal. Repeat this procedure until the stylet is easily removed. Once the stylet is out, advance the catheter into the desired position." A lot history review (lhr) or revi0882 showed no other similar product complaint(s) from this lot number.